Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime, compromised forced sensor system and excessive no delivery test or verify device deficiency anomaly due to compromised forced sensor syetm alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sensor error. The customer¿s blood glucose level was 325 mg/dl. The customer reported that they were not able to run a test plug procedure. The customer was advised to monitor pump and was advised that if alerts continue after sensor change to call back for further troubleshooting. The customer declined troubleshooting for high and low blood glucose. The insulin pump will be returned for analysis.